Event description:
It was reported that while using a bd luer-lok¿ syringe with attached bd¿ blunt fill needle 18 g x 1 1/2 in., 3 ml, foreign matter was found on the needle. The following information was provided by the initial reporter: some of the blunt needles are discolored and we are concerned about the sterility of the needle.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: one photo was provided to our quality team for investigation. During visual inspection, a discolored needle was observed. Based on the investigation with the photo sample analysis the symptom reported is confirmed. It could be possible that at the needle manufacturing process a process variation occurred inducing the symptom reported. Verification of the tube mill process was performed. The settings were correct and the flow of products was good. A device history record review was completed for provided lot number 2118272. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
It was reported that while using a bd luer-lok¿ syringe with attached bd¿ blunt fill needle 18 g x 1 1/2 in., 3 ml, foreign matter was found on the needle. The following information was provided by the initial reporter: some of the blunt needles are discolored and we are concerned about the sterility of the needle.